Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy half-height cubie drawer in the auxiliary drawer failed and did not send a closed status. A field service engineer (fse) found that drawer 4-2, pocket d1 failed to release. Diagnostics indicated a muscle wire error, and upon manual removal of the pocket, the muscle wire was found to be out of position. The fse replaced the open/close sensor, inseparable latch and moab on 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.